Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor and service code 204) has been confirmed. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The cause for the failure was the u612 has no output voltage, c655 is burnt the root cause for the defective u612 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was damaged and displaying a service code 204.